Event description:
During procedure, a yankauer suction tip was observed to be broken by pa and surgical tech. It was stated that the item pieces were complete. After surgical tech was relieved, the yankauer was inspected by or nurse and relief tech. The yankauer was not intact ( a 2mmx3mm piece of plastic was not there) so md notified. Room was thoroughly searched.patient's sutures were removed and surgical site was inspected, irrigated and sutured back up. Xray to be completed in pacu.